Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert. Premature eri was observed. Review of records showed that the device went from eri to eos 10 days later. It was also noted that rf telemetry was not functioning. Device was explanted and replaced. There were no adverse events following the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Upon receipt, no communication could be established with the device due to low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. Device level testing with an external power supply indicated normal electrical performance. The device was able to establish communication with the programmer using rf telemetry after an external power supply was attached. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.